Event description:
It was reported that this pacemaker exhibited low, out-of-range pacing impedance on the right atrial channel which triggered a lead safety switch. Review of an electrocardiogram noted that, although the patient was in atrial fibrillation (af), the device was not sensing the af in either bi- or unipolar configurations. Oversensed noise, which resulted in pacing inhibition with no asystole, was also reported. The device was reprogrammed to mitigate the issue. This device remains in service. No adverse patient effects were reported.